Event description:
During the implant procedure, bleeding from the ranine vein occurred when cutting and cauterizing with the harmonic. The surgeon applied pressure to control the bleeding. After the implant, the patient presented with a hematoma by the neck incision. The surgeon brought the patient back into surgery with no active bleeding discovered. Surgeon located a blood clot inside the edges of the incision and removed the clot. This resolved the issue.